Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab the monitor is connected to autocat2 pump equipment, the monitor was out of control; the monitor didn't work at all and did not turn off. The other pump in the hospital was promptly used to replace this pump and it worked fine. The intra-aortic balloon (iab) was inserted via the patients left femoral artery. There was no reported patient death, injury or complications. There was a delay/interruption in iabp therapy however no harm to the patient was reported. The patient received iabp therapy. The service tech for the distributor returned and tested the pump unit including the monitor in the office and the problem was with the monitor which could not be fixed. This pump was installed in (B)(6) 2016.

Manufacturer narrative:
(B)(4). No parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. The (wws) world wide support service database was checked and there was no further service provided to the pump related to the reported complaint. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "display monitor issue" could not be confirmed. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of the reported complaint could not be determined. If the pump part is returned at a later date, a full investigation will be completed.

Event description:
It was reported that while in the cath lab the monitor is connected to autocat2 pump equipment, the monitor was out of control; the monitor didn't work at all and did not turn off. The other pump in the hospital was promptly used to replace this pump and it worked fine. The intra-aortic balloon (iab) was inserted via the patients left femoral artery. There was no reported patient death, injury or complications. There was a delay/interruption in iabp therapy however no harm to the patient was reported. The patient received iabp therapy. The service tech for the distributor returned and tested the pump unit including the monitor in the office and the problem was with the monitor which could not be fixed. This pump was installed in (B)(6) 2016.